Event description:
It was reported that balloon issues occurred. The target lesion was located in the severely calcified left main. A 5.00 x 12mm synergy xd drug-eluting stent was selected for used but was unable to cross the lesion. Afterwards, dilation was performed with a non-boston scientific (non-bsc) scoring balloon and the stent was then able to cross the lesion. Following stent deployment, the delivery system balloon was difficult to deflate so the doctor did two extra negative pulls on the inflation device. When the doctor attempted to withdraw the balloon, it would not retract into the guide catheter. When the stent delivery system catheter was finally able to be removed, it was noted that the balloon had detached and was still on the non-bsc guidewire, in the left main coronary artery. The guidewire and balloon were able to be snared for removal. There were no patient complications reported.